Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
Updated fields: b4, d4, d9, g3, g6, h2, h3, h4, h6, h10, h11. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse confirmed the occurrence in the operation log, but there were no abnormalities in the compressor or temperature sensor, and was unable to confirm the recurrence. The fse stated that it is thought to be temporary due to high load operation. The fse performed inspection and the equipment was in good condition.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had overheating occur. The heart rate was about 150 bpm. The system over temperature issue occurred approximately 2 days after iabp therapy was initiated. The iabp was re-booted and worked normally within 10 minutes of this issue. Iabp therapy was continued with this iabp unit. There was no harm reported.